Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) removal difficulty occurred. When retrieving the peripheral cutting balloon (pcb) out of the 7fr non-bsc sheath, the "sleeves" of the balloon cut the sheath. The procedure was completed without patient complications.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) removal, difficulty occurred. When retrieving the peripheral cutting balloon (pcb) out of the 7fr non-bsc sheath, the "sleeves" of the balloon cut the sheath. The procedure was completed without patient complications.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. The device was returned with the 7fr terumo introducer sheath. The sheath was split along its length. A visual and microscopic examination of the balloon catheter was performed. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination observed no damage to the balloon. All blades were present and fully bonded to the balloon surface. 1 blade was slightly bent in 2 places. The tip of the device was visually and microscopically examined and no issues were noted with its profile. The device was attached to an encore inflation unit and negative pressure was applied. The device was passed over a 0.014 inch guidewire and advanced through a new boston scientific 7fr super sheath. After successful passage, positive pressure was applied. The inflation device was verified at 10 atmospheres (atm) before and after use with a calibrated pressure gauge. The balloon inflated successfully. Deflation was performed by 1 atm every 5 seconds as per dfu. The balloon deflated successfully. Upon attempted retrieval of the balloon into the introducer sheath, the sheath split as one of the atherotomes was facing outward and encountered the sheath upon retrieval. This resulted in the sheath splitting along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).